Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. The watchman truseal access system was inserted through the groin through a 16fr sheath, and light resistance in the groin area was noted but the sheath was able to pass and go transseptal. The watchman device was then inserted and advanced when a clot attached to the watchman truseal access system in the right atrium was noted. Activated clotting time at this time was 284 seconds. The watchman was implanted since the clot was right sided. The procedure was successful with one deployment. After deployment, the watchman delivery system was removed but the watchman sheath was left in place so that they did not dislodge the clot. The physician then gained additional groin access, went up the inferior vena cava (ivc) into the right atrium with a non-boston scientific sheath and unknown catheter and performed manual aspiration of the clot and retrieved it off of the watchman sheath. There was no residual clot visualized after aspiration, so the watchman sheath was then removed from the body. No further action was required.